Manufacturer narrative:
The serial number of the analyzer is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results using the eplex blood culture identification panel - gram positive (bcid-gp) panel with two patient samples on a cobas eplex instrument. For the first sample, positive results for the staphylococcus species, staphylococcus aureus, streptococcus species, and streptococcus agalactiae targets were generated. The sample was repeated on a competitor method (cepheid staphylococcus aureus assay) and the result was positive for mrsa. On (B)(6) 2024, the same sample was repeated on the eplex assay and positive results for the staphylococcus species, staphylococcus aureus, meca, streptococcus species, and streptococcus agalactiae targets were generated. A culture of the sample was positive for streptococcus agalactiae, staphylococcus aureus, and meca. For the second sample, positive results for the staphylococcus species, staphylococcus aureus, and pan gram-negative were generated. The sample was repeated on a competitor method (cepheid staphylococcus aureus assay) and the result was positive for mrsa. On (B)(6) 2024, the same sample was repeated on the eplex assay, and positive results for the staphylococcus species, staphylococcus aureus, and pan gram-negative were generated. A culture of the sample was positive for staphylococcus aureus and meca.

Manufacturer narrative:
The second sample was also tested with eplex blood culture identification panel - gram positive (bcid-gp) panel lot number 10219014 (expiration = 01-nov-2025). On (B)(6) 2024, sample 2 was tested with lot 10219014, generating positive results for the staphylococcus species, staphylococcus aureus, and pan gram-negative. On (B)(6) 2024, sample 2 was tested with lot 10219014, generating positive results for the staphylococcus species, staphylococcus aureus, and pan gram-negative. Medwatch field d4 has been updated.

Manufacturer narrative:
The investigation consisted of analyzing the dataset provided by the customer, reviewing internal documentation as well as testing customer returned materials. A review of the data did not show any abnormalities. Additionally, no run malfunction was observed and the eplex instrument was working within design specifications. An internal review showed that the complaint lot met established qc release specifications and was released successfully. First sample: the original blood culture aliquot was run in duplicate on the bcid-gp panel and both identified staphylococcus, staphylococcus aureus, meca, streptococcus, and streptococcus agalactiae. The sample was cultured for 36 hours and multiple morphologies were observed. Positive culture results were observed after growth at 30c with 5% co2 on blood agar, cna, and mrsa differential agar. Mrsa agar plates contained pink colonies, a positive indication of mrsa. No growth was observed on macconkey agar. Colony suspensions were made and run in duplicate on the bcid-gp panel. These runs detected staphylococcus, staphylococcus aureus, meca, streptococcus, and streptococcus agalactiae. The discrepant target was found in internal testing, and the customer's allegation cannot be reproduced. Second sample: the original blood culture aliquot was run in duplicate on the bcid-gp panel and both resulted in no targets detected. The sample was cultured for 36 hours and multiple morphologies were observed. Positive culture results were observed after growth at 30c with 5% co2 on blood agar, cna, macconkey, and mrsa differential agar. Mrsa agar plates contained pink colonies, a positive indication of mrsa. Colony suspensions were made and run on the bcid-gp panel. The colony suspension made from the blood agar plate resulted in the detection of pan-gn and staphylococcus, with an underlying signal observed at the staphylococcus aureus and meca targets. The colony suspension made from the mrsa differential agar resulted in the detection of staphylococcus, staphylococcus aureus, meca, and pan-gn. The discrepancy was reproduced in internal testing, however, a product quality issue is not suspected. Based on the information and data provided and the investigation performed, there is no indication of a product problem. In mixed cultures, the cobas eplex bcid-gp panel may not identify all organisms in the specimen, depending upon the concentration of each target present. It is likely the target concentration was at the analytical sensitivity of the assay, resulting in the target reported as 'not detected'. Additionally, per the method sheet, "antimicrobial resistance can occur via multiple mechanisms. A not detected result for the bcid-gp antimicrobial resistance gene assays does not indicate antimicrobial susceptibility."